Manufacturer narrative:
Reported complaint of "ua7" (discrepancy between load 1 and load 2 too large) was verified. The issue occurred because one of the load cell connectors was not fully connected. The connector was cleaned and reconnected. No adverse event reported.

Event description:
It was reported that user advisory 7 error message appeared during checkout. Customer pulled up on the lifeband and applied pressure to the sensor bar without any success in clearing up the advisory message. No adverse event reported.